Event description:
On (B)(6) 2021, genmark was advised of an unexpected positive result, for sar-cov-2 on the rp2 panel. Data was analyzed per internal procedure and confirmed that robust internal control signals were generated and that sars-cov-2 was detected. Repeat testing of the sample on eplex rp2 also generated a signal for sars-cov-2. A unspecified cephid assay negative result was the comparator method. Analysis: internal review of qc release data for affected eplex rp2 panel lot (lot no. 53998240) confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. The sample has been discarded and is not available for further investigational testing/characterization. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record # (B)(4).